Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10

Event description:
It was reported that a damaged plunger occurred at a unspecified time with a syringe plastipak 5ml. The following information was provided by the initial reporter, "syringe plunger deformation during drug aspiration."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged plunger occurred at a unspecified time with a syringe plastipak 5ml. The following information was provided by the initial reporter, "syringe plunger deformation during drug aspiration."